Event description:
During follow-up, noise leading to non-sustained oversensing and false episodes of ventricular fibrillation and ventricular tachycardia were observed on the right ventricular (rv) lead. No inappropriate high voltage therapy was delivered. Noise could be reproduced with provocative testing. Diagnostic imaging was performed but no lead damage was observed. The rv lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.